Event description:
It was reported that output circuit damage was noted. Suspected lead issue. Review of device printouts noted low hv lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.